Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Device was monitored and functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia due to dental work being done, stated could not get blood glucose down. The customer blood glucose level was 400 mg/dl. The customer was treated with bolus for high blood glucose. Customer did not wish to troubleshooting had dental work done yesterday. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.